Event description:
Medtronic physio-control engineering initiated an investigation based upon earth ground-strap impedance failures of the physio-control battery support system 2, which is used to charge and condition batteries used with the lifepak 12 defibrillator/monitor series. In the event of a secondary failure of a physi0-control battery support system 2, associated with a high impedance ground strap failure, an operator could be subject to an electrical shock from ac power.